Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ICD upgrade, it was noticed that the rv threshold was high. Hence, the lead was explanted and replaced. The patient condition is fine.